Event description:
Manufacturer received a report of a user of a manual wheelchair being transported down a flight of stairs when the hand grips came free. As a result of this incident, the user fell from the chair and sustained multiple fractures. The approximate age of the wheelchair is 15 years old. This type of wheelchair is no longer produced.